Event description:
It was reported that merlin.net transmission showed non- sustained lead noise due to post-paced t-wave oversensing when pacing. The patient did not receive therapy. The oversensing was noted on a stored egm. The patient was asymptomatic. The device was reprogrammed successfully. Patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.